Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The sample was drawn in plastic bd plastic separation tube (pst). The samples were centrifuged at <5,000 rpm (rotations per minute) for greater than 5 minutes. H6: testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a pt source interferent for the samples received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer reported elevated troponin I (accutni) result, within the risk stratification range, for one pt involving unicel dxc 600i synchron access clinical system. The elevated results were discordant to an alternate methodology, which was negative. The elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc with the pt samples for further analysis.